Manufacturer narrative:
Block b2: patient age is unknown; however, it was reported that the patient was over the age of 18. Block b3: date of event was approximated to (B)(6) 2019 as the event date is unknown. Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. The yoke was not returned attached to the control wire. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip as attempted to be deployed; however, the clip would not release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however, it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip as attempted to be deployed; however, the clip would not release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.